Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. Customer service instructed the caller on troubleshooting steps and ultimately decided to replace the pump, as it was still under warranty. The caller was advised on the actions necessary for transitioning to the replacement pump, including programming settings and connecting the cgm, and was instructed on how to return the old pump using the provided materials. The caller acknowledged and understood all instructions provided.